Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2020, during a routine follow-up structural valve deterioration was noted. The patient was asymptomatic. On (B)(6) 2020, a valve in valve was performed and 26mm evolut r valve was implanted. Patient status is unknown at this time. Additional information has been requested but not yet obtained.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2020, during a routine follow-up structural valve deterioration was noted. The patient was asymptomatic. On (B)(6) 2020, a valve in valve was performed due to aortic stenosis and 26mm evolut r valve was implanted. Patient status is unknown at this time. Additional information has been requested but not yet obtained.